Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Reportedly, it is unknown if the second bmw universal guide wire had the same irregular appearance. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided. The 3.0x15 rx trek and 3.0x23 rx xience prime stent referenced are being filed under separate medwatch reports. The additional hi-torque bmw universal ii guide wire referenced is also being filed under a separate medwatch report. Add'l devices: guide catheter: heartrail ii 7fr jl4; dilatation catheter: 3.0x15 rx trek; stent: 3.0x23 rx xience prime. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a de novo, eccentric lesion in the mid left anterior descending artery with mild tortuosity, moderate calcification and 90% stenosis. Reportedly, intravascular ultrasound (ivus) was performed and resistance was felt during advancement and withdrawal of the ivus catheter. A 3.0x15 rx trek dilatation catheter was advanced; however, resistance was met with a balance middleweight (bmw) universal ii guide wire and the 3.0x15 rx trek dilatation catheter was withdrawn from the patient anatomy with resistance. Reportedly, the bmw universal ii guide wire was withdrawn from the patient anatomy with resistance and the guide wire coating was noted to have an irregular appearance (lacking in uniformity) when the device was checked outside of the patient anatomy. Reportedly, the irregular appearance was not noted before use. The bmw universal ii guide wire was changed to a new bmw universal ii guide wire and the same 3.0x15 rx trek dilatation catheter was re-advanced with resistance, inflated at 15 atmospheres and withdrawn from the patient anatomy with resistance. A 3.0x23 rx xience prime stent delivery system (sds) was advanced with resistance and implanted in the target lesion. The 3.0x23 rx xience prime sds was withdrawn with resistance and the bmw universal ii guide wire was withdrawn from the patient anatomy with resistance. The procedure was completed. Reportedly, the physician noted that there was no issue with the ivus, rx trek or rx xience prime, only the coating of the bmw universal ii guide wire.